Event description:
We have been using cue covid at home test for our kids twice a week. The test is highly unreliable. It gives at least 20% cancelled or invalid results. The rate of false positives is also high as we have had to get the rt pcr done after which was negative. FDA safety report ID# (B)(4).